Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the skin around the implantable cardioverter defibrillator eroded and the device was poking through the corner of the skin. The device was explanted and replaced. No further information could be obtained.

Manufacturer narrative:
Analysis was normal. No anomalies were found.